Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('one of essure coils had migrated and perforated her uterus') and fatal metastatic uterine cancer ('uterine cancer / the cancer had spread from her uterus and into other areas of her body') in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure was used in conjuction with thermachoice endometrial ablation.". The patient's medical history included carcinosarcoma uterus, paratubal cyst, procedural failure, uterine bleeding, uterine polyp and polypectomy. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and was found to have metastatic uterine cancer (seriousness criterion death) with menorrhagia, 5 years 6 months after insertion of essure. On an unknown date, the patient experienced pelvic pain ("increasingly severe pain / chronic pelvic pain"), pelvic discomfort ("discomfort"), abdominal pain ("severe abdominal pain"), depression ("depression") with mood swings, migraine ("migraine headaches"), dyspareunia ("pain during intercourse") and hot flush ("heat flashes"). The patient was treated with surgery (dnc procedure and biopsy. Total hysterectomy. And on (B)(6) 2015 underwent total hysterectomy and had essure coils removed). Essure was removed on (B)(6) 2015. By the time of death, the uterine perforation, pelvic pain, pelvic discomfort, abdominal pain, depression, migraine, dyspareunia and hot flush outcome was unknown. The patient died on (B)(6) 2016 and the reported cause of death was metastatic uterine cancer. The reporter considered abdominal pain, depression, dyspareunia, hot flush, metastatic uterine cancer, migraine, pelvic discomfort, pelvic pain and uterine perforation to be related to essure. The reporter commented: she never experienced any of these conditions prior to undergoing the essure procedure. 3 coils were visible after placement on each side. Diagnostic results: on (B)(6) 2015 underwent a dnc procedure and biopsy to determine the cause of her health problems. At that time, the imaging revealed that one of the essure coils had migrated and perforated her uterus. The result of biopsy revealed that she had developed uterine cancer. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-mar-2021: quality safety evaluation of ptc this spontaneous non-medically confirmed report was received via lawyer and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted. Approximately six years after insertion, she underwent a dnc procedure (interpreted as dilation and curettage) and biopsy. At that time imaging revealed that one of essure coils had migrated and perforated her uterus and biopsy result revealed uterine cancer. She underwent a total hysterectomy and essure coils were removed. One year and nine months after cancer diagnosis, she died of cancer that had spread from her uterus and into other areas of her body. Uterine perforation is an anticipated event in the reference safety information for essure. Metastatic uterine cancer is unanticipated. The exact time point and mechanism of uterine perforation in this case is unknown. Given the nature of this event, causality with essure cannot be excluded. In the present case, consumer´s medical history included carcinosarcoma uterus. The exact type of uterine cancer was not specified. Most frequent uterine cancers are endometrial and uterine cervix cancer. Endometrial cancer is a multifactorial entity, frequently associated with estrogen exposure (exogenous or endogenous), and other risk factors including obesity, nulliparity, anovulatory menstrual cycles, diabetes, and hypertension. Uterine cervix cancer is strongly associated with human papilloma virus infection. Considering the pathophysiology of uterine cancer and the local non-hormonal effect of essure, causality was excluded. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('one of essure coils had migrated and perforated her uterus') and fatal metastatic uterine cancer ('uterine cancer / the cancer had spread from her uterus and into other areas of her body') in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure was used in conjunction with thermachoice endometrial ablation." The patient's medical history included carcinosarcoma uterus, paratubal cyst, tubal ligation, uterine bleeding, uterine polyp and polypectomy. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and was found to have metastatic uterine cancer (seriousness criterion death) with menorrhagia, 5 years 6 months after insertion of essure. On an unknown date, the patient experienced pelvic pain ("increasingly severe pain / chronic pelvic pain"), pelvic discomfort ("discomfort"), abdominal pain ("severe abdominal pain"), depression ("depression") with mood swings, migraine ("migraine headaches"), dyspareunia ("pain during intercourse") and hot flush ("heat flashes"). The patient was treated with surgery (dnc procedure and biopsy. Total hysterectomy. And on (B)(6) 2015 underwent total hysterectomy and had essure coils removed). Essure was removed on (B)(6) 2015. By the time of death, the uterine perforation, pelvic pain, pelvic discomfort, abdominal pain, depression, migraine, dyspareunia and hot flush outcome was unknown. The patient died on (B)(6) 2016 and the reported cause of death was metastatic uterine cancer. The reporter considered abdominal pain, depression, dyspareunia, hot flush, metastatic uterine cancer, migraine, pelvic discomfort, pelvic pain and uterine perforation to be related to essure. The reporter commented: she never experienced any of these conditions prior to undergoing the essure procedure. 3 coils were visible after placement on each side. Diagnostic results: on (B)(6) 2015 underwent a dnc procedure and biopsy to determine the cause of her health problems. At that time, the imaging revealed that one of the essure coils had migrated and perforated her uterus. The result of biopsy revealed that she had developed uterine cancer. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Furthermore, with regard to the reported event metastatic uterine cancer, considering the pathophysiology of the event and the local non-hormonal effect of essure, causality is not plausible. Since no batch number was reported a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 5-mar-2021: medical record received: event 'endometrial ablation performed concomitantly with the essure micro-insert implantation nos', medical history, patient's aka name, patient demographic, reporter information were added. Insertion date was updated. This spontaneous non-medically confirmed report was received via lawyer and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted. Approximately six years after insertion, she underwent a dnc procedure (interpreted as dilation and curettage) and biopsy. At that time imaging revealed that one of essure coils had migrated and perforated her uterus and biopsy result revealed uterine cancer. She underwent a total hysterectomy and essure coils were removed. One year and nine months after cancer diagnosis, she died of cancer that had spread from her uterus and into other areas of her body. Uterine perforation is an anticipated event in the reference safety information for essure. Metastatic uterine cancer is unanticipated. The exact time point and mechanism of uterine perforation in this case is unknown. Given the nature of this event, causality with essure cannot be excluded. In the present case, consumer´s medical history included carcinosarcoma uterus. The exact type of uterine cancer was not specified. Most frequent uterine cancers are endometrial and uterine cervix cancer. Endometrial cancer is a multifactorial entity, frequently associated with estrogen exposure (exogenous or endogenous), and other risk factors including obesity, nulliparity, anovulatory menstrual cycles, diabetes, and hypertension. Uterine cervix cancer is strongly associated with human papilloma virus infection. Considering the pathophysiology of uterine cancer and the local non-hormonal effect of essure, causality was excluded. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("one of essure coils had migrated and perforated her uterus") and metastatic uterine cancer ("uterine cancer / the cancer had spread from her uterus and into other areas of her body") in a (B)(6) year old female patient who received essure. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient started essure. On (B)(6) 2015, the patient was diagnosed with uterine perforation (seriousness criteria medically significant and clinically significant/intervention required) and metastatic uterine cancer (seriousness criterion death) with menorrhagia. On an unknown date, the patient experienced pelvic pain ("increasingly severe pain / chronic pelvic pain"), pelvic discomfort ("discomfort"), abdominal pain ("severe abdominal pain"), depression ("depression") with mood swings, migraine ("migraine headaches"), dyspareunia ("pain during intercourse") and hot flush ("heat flashes"). The patient underwent a dnc procedure and biopsy, and was treated with surgery (on (B)(6) 2015 underwent total hysterectomy and had essure coils removed). Essure was withdrawn. By the time of death, the uterine perforation, pelvic pain, pelvic discomfort, abdominal pain, depression, migraine, dyspareunia and hot flush outcome was unknown. The patient died on (B)(6) 2016 and the reported cause of death was metastatic uterine cancer. The reporter considered uterine perforation, metastatic uterine cancer, pelvic pain, pelvic discomfort, abdominal pain, depression, migraine, dyspareunia and hot flush to be related to essure. The reporter commented: she never experienced any of these conditions prior to undergoing the essure procedure. Diagnostic results: on (B)(6) 2015 underwent a dnc procedure and biopsy to determine the cause of her health problems. At that time, the imaging revealed that one of the essure coils had migrated and perforated her uterus. The result of biopsy revealed that she had developed uterine cancer. Company causality comment: this spontaneous non-medically confirmed report was received via lawyer and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted. Approximately six years after insertion, she underwent a dnc procedure (interpreted as dilation and curettage) and biopsy. At that time imaging revealed that one of essure coils had migrated and perforated her uterus and biopsy result revealed uterine cancer. She underwent a total hysterectomy and essure coils were removed. One year and nine months after cancer diagnosis, she died of cancer that had spread from her uterus and into other areas of her body. Uterine perforation is an anticipated event in the reference safety information for essure. Metastatic uterine cancer is unanticipated. The exact time point and mechanism of uterine perforation in this case is unknown. Given the nature of this event, causality with essure cannot be excluded. In the present case, limited information was provided. Consumer´s medical history and concurrent conditions were not given. The exact type of uterine cancer was not specified. Most frequent uterine cancers are endometrial and uterine cervix cancer. Endometrial cancer is a multifactorial entity, frequently associated with estrogen exposure (exogenous or endogenous), and other risk factors including obesity, nulliparity, anovulatory menstrual cycles, diabetes, and hypertension. Uterine cervix cancer is strongly associated with human papilloma virus infection. Considering the pathophysiology of uterine cancer and the local non-hormonal effect of essure, causality was excluded. This case was regarded as incident since surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Furthermore, with regard to the reported event metastatic uterine cancer, considering the pathophysiology of the event and the local non-hormonal effect of essure, causality is not plausible. Since no batch number was reported a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 22-feb-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed report was received via lawyer and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted. Approximately six years after insertion, she underwent a dnc procedure (interpreted as dilation and curettage) and biopsy. At that time imaging revealed that one of essure coils had migrated and perforated her uterus and biopsy result revealed uterine cancer. She underwent a total hysterectomy and essure coils were removed. One year and nine months after cancer diagnosis, she died of cancer that had spread from her uterus and into other areas of her body. Uterine perforation is an anticipated event in the reference safety information for essure. Metastatic uterine cancer is unanticipated. The exact time point and mechanism of uterine perforation in this case is unknown. Given the nature of this event, causality with essure cannot be excluded. In the present case, limited information was provided. Consumer´s medical history and concurrent conditions were not given. The exact type of uterine cancer was not specified. Most frequent uterine cancers are endometrial and uterine cervix cancer. Endometrial cancer is a multifactorial entity, frequently associated with estrogen exposure (exogenous or endogenous), and other risk factors including obesity, nulliparity, anovulatory menstrual cycles, diabetes, and hypertension. Uterine cervix cancer is strongly associated with human papilloma virus infection. Considering the pathophysiology of uterine cancer and the local non-hormonal effect of essure, causality was excluded. This case was regarded as incident since surgical intervention was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. Further information will be obtained through the litigation process.